Event description:
Lasik eye surgery. Dr told me I was an "excellent candidate." In reality, I had large pupils and, in combination with my level of myopia and astigmatism, I was doomed from the beginning. I ended up with severe starbursts, halos, and ghosting, which left me unable to function in anything but daylight. In addition, the dr did not see me until 3 days post-op standard of care is next day, at which point she discovered epithelial ingrowth which required a flap relift. Ended up with striae in left eye. Diploplia in left eye possibly due to striae, though some have said it is due to a decentered ablation in that eye. Also left me farsighted -+2 left eye, +1.5 right eye - and with severe dry eye. Sum total of issues: starbursts, halos, ghosting, diploplia, farsighted, and dry eye.